Manufacturer narrative:
Follow-up # 1 date of submission 05/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following results:a review of the black box showed multiple call service alarm due to occlusion during prime on the reported event date. During testing, the pump was able to successfully complete a priming sequence and be exercised for 24 hours with no alarms. Unrelated to the complaint, the audio bolus button cover was missing. The button was inoperable due to the missing cover and contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.